Event description:
Reportable based on analysis completed on 12/04/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 80% stenosed lesion being treated was located in the severely tortuous, severely calcified right coronary artery (rca). The 3.00x16mm taxus liberte stent delivery system (sds) could not cross the lesion. The procedure was completed with a plain old balloon angioplasty (poba). There were no pt complications and the pt condition was "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination revealed stent damage. The stent struts were squashed. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).